Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tip of drill bit broke. The patient had a fracture of the radial styloid process. On (B)(6) 2013, during the operation by use of headless compression screw, the doctor inserted the guide wire and started drilling. While drilling he heard an abnormal noise, he checked the drill and discovered it was broken. There was no mark of shaving on the guide wire. The doctor completed the procedure with a second drill which operated smoothly. He noted there might be a crack or some sort of degradation before the operation.

Manufacturer narrative:
Device used for treatment and not diagnosis. The values were in compliance with (B)(4) specifications. The broken surface is homogenous, what indicates material conformity as well. The drill bit is broken due to mechanical overloading during use. We strongly have to assume that the tip of the drill bits came in strong contact with the k-wire and blocked what lead to the breakage finally. No product fault could be detected. Placeholder.